Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called in because she wanted to know what her stimulation was set at the last time she called. Patient reported when stimulation is at 1.9 and 2.0 she feels an uncomfortable vibration. Patient reported that today she is at 1.40 and does not feel uncomfortable stim. Patient reported symptoms being relieved when stim is at 1.4. Patient reported that he "interstim moved". Patient clarified the ins did not move, but the stimulation moved to pelvic region. Patient reported that when she eats, her stomach bothers her with inflammation and noted she needs to make an appointment with her gastrointestinal hcp. Patient also reported having diarrhea, took medication to relieve it, but it returned 2 days later. Patient reported the last time she had diarrhea was (B)(6) 2019. The patient indicated that decreasing stimulation eliminated the uncomfortable stimulation. There were no further symptoms or complications reported or anticipated.